Event description:
Medical records provided indicate that approximately 1 year, 4 months, and 13 days post implant, the patient was admitted for symptomatic paravalvular leak (pvl) aortic insufficiency (ai). A post-dilation with a non-edwards balloon was performed two times but was unsuccessful at resolving the pvl. 1 year, 5 months, and 24 days post implant, the valve was explanted due to moderate to severe paravalvular insufficiency with single vessel cad.

Manufacturer narrative:
A supplemental report is being submitted to correct and add additional information based on medical records received. The following sections of this report have been updated: a.4, b.5, b.7, h.6 health effect-clinical code, h.6 device code. Investigation is ongoing.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 23 mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 1 year, 5 months, and 24 days due to unknown reasons. No additional details were provided.

Manufacturer narrative:
Investigation is ongoing. Device is not being returned to manufacturer.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the event, a manufacturing mitigation review was not performed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on patient screening and post procedure care. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valve and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Another possible factor could be related to patient anatomy. Based on the provided annulus measurement (annular area: 554mm2 by CT, diameter = 24.2 x 29.1mm), the selected 23mm valve size appeared to be undersized. Per the IFU, 23mm valve size is recommended for annular size measured at 338 to 430mm2 (area) and 20.7 to 23.4mm (diameter). The valve was originally implanted with +1cc and prior to explant, post dilation was performed twice using non-edwards bav without success. This further indicates the implanted sapien 3 ultra valve may have been too small for the patient. The patient also had an asymmetrical bicuspid leaflet with severe calcification. These factors may impact valve sealing by creating a gap between the sapien 3 ultra valve and target location leading to pvl worsening over time. As such, available information suggests that patient factors (bicuspid valve, calcification, cardiac remodeling) and procedural factors (undersized valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.